Event description:
It was reported the PICC catheter was placed under ultrasound on (B)(6) 2024, and rupture was found at 31cm during maintenance on (B)(6) 2025. There was no patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed the connector assembly piece, and the distal valve were present. Use residue was observed on the sample a functional testing of flushing water in the catheter using a 12ml syringe was performed. A leak was observed near the 31cm depth markings. A microscopic observation revealed a split where the leak was observed. The outer edges appeared to be rounded and polished, and the fracture surface was rough and uneven. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.